Event description:
During a follow-up interrogation, warnings of eri and charge times >40 seconds were displayed. Therefore, the ICD was explanted in 2009.

Event description:
During a follow-up interrogation, warnings of eri and charge times >40 seconds were displayed. Therefore, the ICD was explanted on (B) (6) 2009.

Manufacturer narrative:
(Other): warning message of >40 second charge times. The analysis on this device is pending.

Manufacturer narrative:
(B) (4): warning message of >40 second charge times. The analysis on this device is pending. (B) (4)